Event description:
Briefly following insertion of device, frank blood appeared. It was subsequently confirmed the tube had been placed in the left ventricle and an emergency thoracotomy was performed during which the pt died.